Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was I mplanted with an implantable neurostimulator (ins). It was reported that rep states he received an email from the hcp on (B)(6) 2021 inquiring if a patient can have an MRI. Caller states the email indicated that the pt had a spinal cord stimulator placed in (B)(6) 2014 but "it didn't work" so the ins was removed but leads are still implanted. Caller is inquiring (on behalf of hcp) if pt is safe for an MRI. Caller did not have any other info at time of call. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep stated that he did follow up with the reporting hcp, who responded after a month and stated that patient¿s device model # was 37751. No other patient, event or device details were available because all was done in an outside facility by some other hcp. Rep stated that he will contact dr. Aggarwal again to obtain the rest of the information, but he doubts doctor will have it.